Event description:
Reporter indicated that a pt's vns device was "not working". The surgeon's office reported it is believed that the lead is either disconnected or broken. No trauma is known. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.